Event description:
It was reported that the right ventricular (rv) lead had an spring contact behavior issue. No additional adverse patient effects were re sorted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).